Manufacturer narrative:
No contact information is available, as the patient wished to remain anonymous and no physician or hospital information was provided. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the patient. The device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a mid-urethral sling in 2015. According to the complainant, after the device was implanted, she has experienced erosion on more than one occasion causing her pain. She also has been suffering from extreme fatigue, vision disturbance, swelling, bloating, abdominal pain, abscesses, lower back pain, hip pain, groin pain, pain when sitting, standing and walking, gait disturbances, loss of balance, dyspareunia, loss of intimacy, hair loss, nerve pain in arms and shoulders. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.